Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's daughter reported the patient had open wounds that had discharge. The patient has known allergies. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a suave for the irritation. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's daughter reported the patient had open wounds that had discharge. The patient has known allergies. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a suave for the irritation. Follow up indicated the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.